Event description:
As reported by the field, this was a mechanical thrombectomy for an occlusion at the distal middle cerebral artery. After micro puncture at right femoral artery, an emboguard 87, 95 cm the emboguard balloon guide catheter (bg8795u, 0000203032) was inserted with the attached dilater and 35 radifocus guide wire, but it was difficult. The attached dilater was bent and the emboguard could not be inserted into the vessel, so the emboguard was pulled out. The soft tip (1.3 mm) of the emboguard was found to be peeled and could not be inserted. Replaced with another new emboguard and inserted to the vessel after dilating the puncture site. The procedure was successfully completed. There was no negative impact to the patient. It is unknown if a continuous flush was done. Other concomitant device is trak microcatheter.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, b5, d9, e1, e3, g3, g6, h2, h3 and h10. Section b5: additional information received indicated that the concomitant devices function as expected. Section e1. Initial reporter phone: (B)(6) . The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, this was a mechanical thrombectomy for an occlusion at the distal middle cerebral artery. After micro puncture at right femoral artery, an emboguard 87, 95 cm the emboguard balloon guide catheter (bg8795u, 0000203032) was inserted with the attached dilater and 35 radifocus guide wire, but it was difficult. The attached dilater was bent and the emboguard could not be inserted into the vessel, so the emboguard was pulled out. The soft tip (1.3 mm) of the emboguard was found to be peeled and could not be inserted. Replaced with another new emboguard and inserted to the vessel after dilating the puncture site. The procedure was successfully completed. There was no negative impact to the patient. It is unknown if a continuous flush was done. Other concomitant device is trak microcatheter. Additional information received indicated that the concomitant devices function as expected. The initial examination of the returned emboguard device identified minor kinking of the shaft at approximately 793mm and 811mm from the distal tip of the embobuard device. Minor flattening was also identified at the location of the proximal balloon bond. There was no report of damage to the device shaft, therefore this minor damage may have been potentially caused by device manipulation and shipment post procedure. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that although there were two minor kinks, the ball gauge could be advanced past these with little resistance. No impact to the balloon¿s ability to inflate/deflate was observed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event description suggests that the emboguard bgc was attempted to be inserted and delivered without an introducer sheath via the right femoral artery. As the anatomically representative model does not contain appropriate representation of a patient¿s vessel to simulate sheathless insertion, a benchtop event recreation was not possible. An insertion and delivery assessment with the use of an introducer sheath demonstrated that the returned emboguard device could be inserted and tracked through an anatomical model. The returned emboguard device shows visible damage (minor kinks) at 793mm and 811mm from the distal tip of the device. There is also evidence of flattening at the proximal balloon bond. The emboguard device shows no sign of other damage or deformation. The complaint report included three different aspects/failures of the device. 1) the returned emboguard device tip was reported to be ¿peeled¿ but evidence of peeling or any damage to the device tip could not be identified. This aspect of the complaint event was not confirmed. 2) the complaint report detailed that the ¿attached dilator was bent¿. The dilator was not returned for this investigation and therefore, this aspect of the complaint event cannot be confirmed. 3) the complaint report detailed that the emboguard ¿could not be inserted into the vessel¿. The event description suggests that the procedure was performed without the use of an introducer sheath. The emboguard IFU recommends that the emboguard bgc should be inserted into the selected vessel via an introducer sheath as it acts as a conduit for the bgc and helps prevent damage to the device. The potential cause of the complaint event is that the emboguard device was attempted to be inserted and delivered without an introducer sheath via the femoral artery. A recreation assessment could not be attempted as the anatomically representative model used in benchtop testing is not made from biological material that represents a vessel wall to simulate the interaction of the emboguard bgc being inserted directly into the femoral artery. An insertion and delivery assessment with the use of an introducer sheath demonstrated that the returned emboguard device (with the support of a dilator and guidewire) could be successfully inserted and tracked through a full anatomically relevant model. Therefore, this aspect of the complaint event cannot be confirmed. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.